Event description:
Philips received a complaint by the customer on the v60 indicating that the device suddenly had a low tidal volume on the screen and no-fault alarm for air leakage. The on-duty nurse promptly removed the ventilator and replaced it with a new one for the patient to use. Even after restarted the ventilator, the tidal volume remained low and the air leakage could not be ignored, making it unusable. The customer is concerned that it may cause difficulty breathing or suffocation in patients, damaging their lungs. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
The device was swapped out with a different device. No further medical intervention provided to the patient, and a delay was noted. Per good faith effort response, it was confirmed that the devices screen suddenly appears a low tidal volume, the leakage volume is not displayed, and the fault alarm is given. After the gas delivery system was replaced by the equipment department. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.